Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected perforation a couple of weeks after implantation. Imaging was performed and the lead appeared to have entered and migrated to the left ventricle. This was associated wit a thrombus that was later resolved. The patient underwent surgical intervention to remove and replace the device with the same model. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.